Manufacturer narrative:
Facility name (B)(6). This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for total (free + complexed) psa - prostate-specific antigen (tpsa) total psa. The erroneous result was reported outside of the laboratory. The initial result was 0.128 ng/ml. This result was reported outside of the laboratory. On (B)(6) 2016 the physician complained about the result because it didn't match the patient's clinical picture. The sample was repeated on (B)(6) 2016 and the result was 8.92 ng/ml. A new sample was obtained and the result was 7.51 ng/ml. No adverse event occurred. The total psa reagent lot number was 135984 with an expiration date of 05/31/2017. The field application specialist visited the customer site and noted the issue could be caused by the use of secondary 12x75 mm plastic tubes without rack adapters. The customer was advised to use the mandatory rack adapters. A specific root cause could not be identified. Calibration and quality controls were acceptable. The most likely root cause of the issue is the use of 12 mm tubes without rack adapters causing false liquid level detection leading to discrepant low results.